Manufacturer narrative:
Concomitant medical products: esbf2814c103e stent graft, implanted (B)(6) 2015, etlw1620c124e stent graft, implanted (B)(6) 2015, etlw1628c124e stent graft, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.